Event description:
It was reported that the top mouth of the both jaws broke off during procedure. No patient injury was reported.back-up device was available.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was returned for evaluation. From the information provided, the jaw broke off. A relationship between the device and reported incident was established. Visual evaluation shows the device with a broken grasper at distal end. The grasper was not returned. Both needles could be extracted by using a smartstitch device. Further functional tests were not possible due to the damage of the connector. Internal investigation indicates the failure cause for upper s-clamp coming loose or breaking is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.